Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The customer sent the device to a third party service center for evaluation. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device had an internal battery that was failing to hold charge. There was no patient injury reported as a result of this incident.